Event description:
It was reported that a patient failed to follow therapy steps during prime of peritoneal dialysis therapy. The patient was connected to the set up while air was in the patient line. The technical service representative assisted the patient in ending therapy and advised the patient to restart therapy with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient line was not properly primed prior to the patient connecting. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.